Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A3: patient sex unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: catalog number unknown / not provided. D4: lot number unknown / not provided. D4: expiration date unknown / not provided. D4: unique device identifier (UDI) # unknown / not provided. D6a: device implant date unknown / not provided. G4: additional PMA/510(k) number unknown / not provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw at tooth #29 had fractured in the patient's mouth. Movement was discovered during a hygiene examination. The patient returned later and reported that the crown and or abutment had fallen out. It was later confirmed that the the hex part of the screw had fractured off inside the bella tek abutment and the threaded part of the screw and the screw shaft were still sitting inside the zimmer tsv implant. It had been out of the patient's mouth for approximately twelve to fifteen hours and the gingiva had already grown over the implant. Local anesthetic was administered and the gingiva was trimmed back near the implant and an encode healing abutment was placed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 4114. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie did not receive the reported device for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device and event. This complaint refers to the specific device being investigated for this complaint record. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did submit six (6) x-ray images for the reported event. Further evaluation of the provided x-ray from (B)(6) 2025 identified the fractured screw fragment stuck inside the implant. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are clinician error, or patient factors. Therefore, based on the available information, a device malfunction did occur. Without device receipt, the reported event was confirmed via provided patient's x-ray. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.